Manufacturer narrative:
Zoll medical corporation has received the product for evaluation and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display was blurry and clinical data could not be seen. Complainant indicated that there was no patient involvement in the reported malfunction.